Event description:
It was reported that the patient had a micl 13.2 implantable collamer lens implanted in the left eye 2007. As part of the postmarket study, the patient reported that she was experiencing hazy vision of light. She also indicated color specs from the iris got on icl. The doctor cleaned it off with laser and is now fine. The surgeon's office was contacted and the register nurse said the doctor in 2009, did a yag procedure to clear the pigment haze. The patient had a follow-up visit the following month, and is doing well. At that time the bcva was 20/16. See MFR report# 2023826-2009-00994 for the right eye.

Manufacturer narrative:
Evaluation: results: a work order search was conducted and there was no similar complaints found within the same work order.